Event description:
The customer reported that the insulin pump was not functioning properly and did vibrate. The caller stated that the device was ready to deliver 23.9 units of insulin, but it did not deliver. The customer did change the infusion set and lay on bed, then the device vibrated. The blood glucose reading was 94 and went up to 147mg/dl within forty minutes. Advised the caller that the insulin pump would not allow him to deliver more than his max bolus programmed of 8.0 units. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.